Event description:
Legal counsel for patient reported that the patient had an initial right hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2006 due to patient allegations of pain, and clicking/popping. The patient¿s operative report noted fibrotic tissue, metallosis debris, purulent appearing yellow fluid, and an anterverted cup. The head and cup were removed and replaced. The patient underwent further revision on (B)(6) 2006 due to dislocations. The patient¿s operative report noted scar tissue, bone osteophytes, and a loose cup with minimal in-growth. The head and cup were removed and replaced with a biomet head and a competitor cup. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2015-00182 / 00185).